Manufacturer narrative:
Zoll has not yet received the zoll catheter for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During use on an (B)(6) male patient, it was reported that one of the infusion lumens ruptured after a contrast agent was injected into the infusion lumen with an x-ray contrast medium high-pressure syringe pump. The attending healthcare team decided to close the infusion lumen by means of nodes and an additional clamp. According to the reporter, the catheter was not replaced. No further issues were reported and no leaks were observed. There was no report of patient consequence or impact as a result of the issue.

Manufacturer narrative:
The customer's reported complaint was not confirmed during evaluation. The medial luered tubing was cut off upon receipt. Based on the condition of the returned catheter, a root cause of the reported complaint could not be determined. However, a leak test was performed and no leaks were noticed during testing. A visual inspection of the returned catheter found blood had accumulated /dried up on the balloons, shaft, luered tubings and infusion ports. The medial luered tubing was cut off. Other 4 infusion ports flushed successfully with no issues observed. Functional test of returned catheter was performed, the catheter was connected to a pressurized inflation device; the balloons fully inflated when pressurized up to 100 psi without losing pressure. The balloons did not leak during inflation and deflation. Note : the infusion rate, via pump, was 3ml/sec, but the line ruptured after a "couple" of seconds. Therefore, potentially about 6 ml of contrast may have entered the patient. Three central venous lumens in the icy catheter can be used to infuse contrast using a hand injection technique and not by a high speed power injection pump. The pressure on a high speed power injector pump can measure more than 100 psi and can rupture the central venous lumens in the icy catheter. For CT scans, the typical power injector peak pressures can be between 300 to 325 psi. Therefore, the higher pressure of a power injector pump can readily cause conventional IV tubing to rupture. Even when the conventional IV tubing has not been visibly damaged by the high pressure of the injector pump, the seals of the IV tubing connectors may become compromised. The icy instruction for use warns the user that "when connecting infusion sets/injection systems to zoll catheters do not exceed 100 psi/689 kpa." Note that the three central venous lumens in the icy catheter can be used to infuse contrast using a hand injection technique and not by a high speed power injection pump. The pressure on a high speed power injector pump can measure more than 100 psi and can rupture the central venous lumens in the icy catheter. For CT scans, the typical power injector peak pressures can be between 300 to 325 psi. Therefore, the higher pressure of a power injector pump can readily cause conventional IV tubing to rupture. Even when the conventional IV tubing has not been visibly damaged by the high pressure of the injector pump, the seals of the IV tubing connectors may become compromised. The icy instruction for use warns the user that "when connecting infusion sets/injection systems to zoll catheters do not exceed 100 psi/689 kpa." During manufacturing, all icy catheters are 100% inspected for leaks. In addition, extension tubing is 100% tested for leaks. Only units that passed are moved to the next process. Historical complaints were reviewed for service information related to the reported complaint and there were no previous history of complaints reported for icy catheter lot # 66975.